Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope was displaying an error code and not producing an image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation could not be confirmed. Additionally, the device evaluation found corrosion on the image guide mount, the r-center joint, the plug unit board, the cable unit, and the scope connector circuit board, stains on the image guide bundle, breakages on the image guide bundle, stretching of the angulation wires, burns on the distal end, dirt on the light guide lens, and the adhesive on the protective coating of the bending portion of the device was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the corrosion from water leakage inside the actual product; therefore, it is likely that there is a possibility of communication failure due to internal immersion at the facility. The event also could have occurred due to wear and tear damage with customer mishandling and with increasing use/time. The definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope was displaying an error code and not producing an image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information from the customer: b3, b5, and g3.